Manufacturer narrative:
Tandem's cartridge instructions state: use only the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while filling the cartridge. Reportedly, the needle was too large and the customer identified that the incorrect needle was used. The customer's blood glucose level was 259 mg/dl. The customer used the correct needle and was able to successfully fill the cartridge and resume insulin therapy.